Event description:
It was reported that unspecified bd¿ introsyte introducer needle detached and broke on 7 occasions, the sheath separated and broke off in the patient's vein, and the clinician experience blood exposure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced: needle of the introducer detached from the hub. Needle broke. Splittable introducer sheath separated and broke off in the patient¿s vein. Introducer was difficult to thread. Hematoma. Incorrect needle bevel orientation. Excessive blood exposure.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: here are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" introsyte introducer needle detached and broke on 7 occasions, the sheath separated and broke off in the patient's vein, and the clinician experience blood exposure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced: needle of the introducer detached from the hub. Needle broke. Splittable introducer sheath separated and broke off in the patients vein. Introducer was difficult to thread. Hematoma. Incorrect needle bevel orientation. Excessive blood exposure.

Manufacturer narrative:
The following fields were updated due to correction: b.5. Event description: it was reported that unspecified bd¿ introsyte introducer needle detached and broke on 6 occasions, the sheath separated and broke off in the patient's vein, and the clinician experience blood exposure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced: needle of the introducer detached from the hub. Needle broke. Splittable introducer sheath separated and broke off in the patient¿s vein. Excessive blood exposure. H: no. Of events summarized: 6.

Event description:
It was reported that unspecified bd¿ introsyte introducer needle detached and broke on 6 occasions, the sheath separated and broke off in the patient's vein, and the clinician experience blood exposure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced: needle of the introducer detached from the hub. Needle broke. Splittable introducer sheath separated and broke off in the patient¿s vein. Excessive blood exposure.